Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 400 (mg/dl). Reportedly, customer believes that bg levels may have been related to an allergic reaction to adhesive tape and stress. Customer administered correction boluses to treat bg levels. Customer also reported that they experienced a bloody nose, but was unsure if the bloody nose is related to their bg level, stress, or their blood pressure. Recommendation was made to consult with health care provider to discuss diabetes management.